Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 1 to 2 weeks after implant there was no capture on the right ventricular (rv) lead. It was discovered that the patient had a pericardial effusion and a rv lead perforation was suspected. A pericardial tap was performed and a drain was placed. A lead revision occurred and the lead remains in use, no further patient complications have been reported as a result of this event.